Manufacturer narrative:
One cadd legacy pump was returned for investigation in good condition. The investigator was unable to download the event history log. The investigator powered on the pump and it alarmed with error code 1260. The customer reported product problem (pump displaying error code 1260) was therefore confirmed during the investigation. Error code 1260 signifies a corruption of the ram memory. The product problem occurred because of issues with the circuit board. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
Information received indicating that a smiths medical cadd legacy plus pump gave error 1260. No adverse effects reported.

Manufacturer narrative:
Other, other text: additional information: b3, h6: information was received indicating that the event did not contribute to patient or clinical injury. The received information also included event date.